Event description:
The lead was capped due to a fracture.

Event description:
New information notes that prior to the lead being capped, an increase in threshold and high out of range pacing lead impedance was observed. It was also noted that only the sense/pace portion of the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.